Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The product was returned for analysis, and broken haptic was observed. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip. A broken haptic is observed in the plunger groove. The lens was returned outside of the device. Solution is dried on the iol. One haptic is broken/torn and is present in the device. The root cause for the reported complaint could not be determined. The plunger has been advanced into the nozzle tip. A broken haptic is observed in the plunger groove. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23degree c/73degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure tacking failure and injection failure occurred before use on a patient during surgery. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.